Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, and h6. As reported, a .018¿ high pressure (hp) 40 3 x 2 slalom percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire and non-cordis indeflator; however, it ruptured during its third inflation at 18 atmospheres (atm). Initially, the balloon was inflated at 10 atm during initial inflation and 18 atm during its second inflation. A new device was used to complete case. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally and was able to maintain negative pressure. This was a vascular access intervention therapy (vaivt) case. The target vessel was the shunt vein. The lesion had moderate calcification. The stenosis in the vessel was around 80%. The device was not being used for chronic total occlusion (cto). A non-cordis inflation device was used and was successful with other devices. There was no resistance/friction while advancing the balloon through the rotating hemostatic valve. There was no difficulty advancing balloon through the vessel and no difficulty crossing the lesion. The balloon catheter was never in an acute bend. The balloon catheter was never kinked while being used. The device was removed from patient in one piece (intact). The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82184626 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics of moderate calcification and 80% stenosis may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82184626 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .018¿ high pressure (hp) 40 3 x 2 slalom percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire and non-cordis indeflator, however, it ruptured during its third inflation at 18 atmospheres (atm). Initially, the balloon was inflated at 10 atm during initial inflation and 18 atm during its second inflation. A new device was used to complete case. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty noted when protective balloon cover was removed. No difficulty reported when stylet was removed or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally and was able to maintain negative pressure. This was a vascular access intervention therapy (vaivt) case. The target vessel was the shunt vein. The lesion had moderate calcification. The stenosis in the vessel was around 80%. The device was not being used for chronic total occlusion (cto). A non-cordis inflation device was used and was successful with other devices. There was no resistance/friction while advancing the balloon through the rotating hemostatic valve. There was no difficulty advancing balloon through the vessel and no difficulty crossing the lesion. The balloon catheter was never in a acute bend. The balloon catheter was never kinked while being used. The device was removed from patient in one piece (intact). The device will not be returned for evaluation as it was discarded.